Event description:
The leg rests are not on correctly. The whelchair is shown in the product brochure as being water resistant (pictures show wheelchair at a construction site outdoors as well as at a fishing site) but that the computerized control mechanism cannot get wet.